Event description:
The customer reported that she received a blood glucose result of 125 mg/dl at 12:30am, but was having hypoglycemia. The customer experienced low symptoms of sweating and feeling dizzy, and was unable to self-treat. The customer called the emt's. The emt's arrived at 1:30am and received a blood glucose result of 50 mg/dl on their meter. The emt's treated the customer with 2 glucose tablets. The customer reports she was feeling within an hour. The customer was not hospitalized. Return of the suspect device was requested for evaluation.